Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable at the distal clevis hub is frayed. No damage was found at the clevis. Engineering evaluation also found that the insulation on the distal is damaged. The main tube has missing material and the surface of the tube appeared to be scrapped off.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the wire on the maryland bipolar forceps instrument was observed broken. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.